Manufacturer narrative:
The exact age of the patient is unknown however (B)(6) old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed only a section of tubing was returned. The distal section was cut at approximately the 8 cm mark and was not returned. The returned section was measured to be approximately 37 centimeters in length. The ends appeared to have been cut rather than a tensile failure. The condition of the subject unit could not be verified due to only a section of the device being returned. Since a full product analysis could not be performed, it remains unknown if the defect occurred due to procedural factors and/or customer handling/prep of the device, therefore the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure, (date is unknown). According to the complainant, during the procedure while pulling the tube to attach the external bolster, the tube detached. This happened outside the patient and the y-port adapter was attached to the portion of the tube that came apart. This device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure, (date is unknown). According to the complainant, during the procedure while pulling the tube to attach the external bolster, the tube detached. This happened outside the patient and the y-port adapter was attached to the portion of the tube that came apart. This device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.